Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., (B)(6), registration number: (B)(4). The caravel microcatheter and the balloon catheter were returned for evaluation. The tip separation of the caravel was confirmed. Proximal to the tip breakage end, circumferential cracks attributed to tensile stress were observed. Deep scratches were observed on the tip surface that was most likely caused by the deformed stent. The proximal segment of the remaining tip was crushed due to bending stress. On the tip of the returned balloon catheter, the separated tip of the caravel remained attached. The inner tube of the balloon catheter was found pleated that was possibly made when the balloon was pushed into the separated tip. Scratches made when the stent interfered were also observed on the surface of the separated tip. Circumferential cracks made by tensile stress were also observed on the breakage end of the separated tip. Separation occurred at approximately 2mm from the distal end of the tip, the border of the polymer-single segment and polymer-and-braids segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with catheter removal performed while the catheter tip was being caught by the deformed stent had contributed to the tip separation. When the tensile stress exceeded the product's design limit, it caused the tip to torn off. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, tip damage observed on the returned caravel microcatheter was too severe to completely exclude a potentiality that some tip fragment(s) might be left in the patient. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); [warnings] do not insert or withdraw this microcatheter into or through stent struts; and, [malfunction and adverse effects] separation.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a severely calcified 90-99% stenosis in the left ascending artery (lad) #6 to #7. Ofdi confirmed 270 degrees of calcification. After debulking was performed with a 1.5mm rota bur, an asahi sion blue guide wire was replaced with the rota wire to perform dilatation. The guide wire was then delivered with an asahi caravel microcatheter to #9 and a stent was deployed in the lad using jailed caravel technique. The caravel was then removed after successful stent deployment. Another stent was deployed in the proximal segment of the lad. Ofdi confirmed good stent placement. Resistance was met during removal of the ofdi so that a balloon was delivered over the sion blue guide wire to release the trapped ofdi. The ofdi was removed; however, the deployed stent was found deformed under the fluoroscopy. To fix the deformed stent, the caravel microcatheter was delivered with an asahi sion guide wire. The sion guide wire could cross the stent but the caravel microcatheter interfered with the deformed stent. During removal of the caravel microcatheter, separation of the catheter tip was noted. A balloon was then delivered over the sion guide wire, pushed into the separated tip, and then the balloon and the separated tip were removed from the artery. A new balloon was used to expand the deformed stent. Ivus confirmed that the stent was fixed without deformation and the procedure was completed. There were no adverse patient effects related to this tip separation.